Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic cholecystectomy - "this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. The operation video file will be sent to (B)(4) soon." Report from the sales rep - during laparoscopic cholecystectomy procedure, the customer noticed a portion of the septum came off into patient cavity. The portion was completely removed from cavity. No patient injury and bleeding. Please refer to septum cer check list for the information about devices inserted/removed into/from the trocar. As the result of negotiation with the facility to obtain the operation video, it was sent to (B)(4). The customer requests (B)(4) shall use the video only for the investigation of the incident under prohibition of utilization other than for intended purpose. Initial investigation report by (B)(4) - the event unit was returned to (B)(4) and visually inspected. The septum was found to be damaged and missing a portion as shown in fig.1. The retuned portion(size approx. 5.8mmx5.2mm, fig. 2) matched to the missing part in shape(refer to fig.3). No visible damage was observed with the ddb and shield. The video file showing the event was sent to (B)(4). The event by viewing the file and the findings are shown below. At the beginning of the operation, while exposing cystic duct with a grasper and dissector in the view of calot's triangle, a large gauze was about to be forcibly inserted into the trocar in the right upper corner of fig.4. And then, confirmed a grasp covered by the gauze was inserted with a black portion attached to the gauze, and the portion came off in the direction of the red arrow(refer to fig.5) when putting the gauze on the cavity temporally with a grasp, the black portion was identified a portion of the septum. (Refer to fig.6). The unit will be returned to (B)(4) for further evaluation. The video file data will also be sent to (B)(4) for further evaluation via email. Since the video size was large, the video was edited to smaller, just including the incident. Admin#(B)(4). Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation with one (1) rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.